Event description:
The customer stated the device does a continuous shift check on ac power. No pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.